Event description:
In 2005, 5 weeks post gastric bypass surgery, a patient presented with elevated temperature and vomiting. A gastropertioneal fistula was found at two locations on the staple line on the greater curve of the stomach. Patient was hospitalized for one month and is currently doing fine.